Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for normal follow-up, the device was found to be in backup vvi mode. A device download was performed successfully. It was suspected that the transmitter caused the device to go into backup vvi mode. The device remains implanted. The patient was stable.